Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported the customer experienced elevated blood glucose (bg) of an unknown value with ketones. The customer attempted to resolve bg with an infusion set change however, the customer's bg remained elevated. The customer was ultimately taken to the hospital. The customer was treated with a insulin injection, and intravenous insulin and fluids. The customer was discharged from the hospital on (B)(6) 2020. Reportedly, the customer believes the pump was possibly not delivering insulin adequately. The customer reverted to alternate insulin therapy.